Event description:
Additional information was received: the unit was able to be fix on site no longer require service.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited check clutch plunger lever error, and drive motor error. No adverse effects reported.